Manufacturer narrative:
Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Additional information was request, however was not provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 2 years and 8 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient recently underwent an antibiotic bead exchange on (B)(6) 2019. Additional information was request, however was not provided.